Event description:
Customer reportedly received results of 289 mg/dl and 67 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self-treat by eating something and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.